Event description:
Possible atrial oversensing noted on electrograms (egm). Far field r-wave (ffrw). Atrial oversensing also noted on current egm. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).